Event description:
The surgeon (who is very experienced with the use of this instrument) was performing a lumbar third level decompression on a patient. The procedure was slightly delayed. No patient injury was reported. A visual inspection of instrument by user facility's materials manager, was conducted and the following was observed; the upper jaw broke behind the attachment point.